Event description:
Event was determined to be reportable based on analysis approved on 05/28/2008. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a shaft kink was noted upon unpacking the pt2 guide wire. The device had no contact with the pt. The procedure was completed with another of the same device. Analysis revealed a detachment of the proximal section.

Manufacturer narrative:
Initial examination of the returned guide wire noted a kink at the distal tip end. The proximal section was visually inspected and showed evidence of being fractured. The evidence presented by the specimen and the information provided in the event description suggests clinical factors may have impacted the event as reported. Failure occurred during removal of the specimen from packaging hoop (dispenser coil). The device may have been caught on the edge of the dispenser tube or pulled against resistance which compromised the integrity of the wire shaft, thereby causing the kink. Based on the scanning electron microscope (sem) analysis, the fracture site exhibited evidence of material in compression and tension indicative of a bending action. The core wire fractured as a result of fatigue in a cyclic bending overload motion. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause of failure has been attributed to user handling damage.